Event description:
It was reported that during a surgical procedure the proximal tail of the lead appeared to be damaged out of the box. The insulation was separating from the electrodes, and the proximal tail end was not completely attached. The product was not implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3998 lot unknown found the insulation was broken under the proximal end connector. Continuity was acceptable.